Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was in the 475-483 mg/dl range with high ketone level identified as dangerous. Subsequently, customer went to the emergency room (ER). Bg was treated with intravenous saline, manual insulin injection and potassium supplements. Reportedly, customer left ER 6 hours later with bg 152 mg/dl and feeling better. Reportedly, the customer reverted to manual injections for insulin therapy.